Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal. The device was not dropped. The insulin pump passed the displacement test. The customer changed the reservoir and received another motor error alarm during basal. Blood glucose value was 185 mg/dl. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip and a cracked reservoir tube.